Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer reported high blood glucose. The customer¿s blood glucose value was 400 mg/dl. Customer¿s current blood glucose was 373 mg/dl ,388 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The auto mode feature was active at the time of high blood glucose event. The auto mode feature was active at the time of high blood glucose event. The customer treated with the manual injection. Troubleshooting was done for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of high blood glucose value. The insulin pump will not be returned for analysis.